Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt failed incoming functionality testing. The cause for the failure was isolated to the rear pulse wires in the distribution node. The shrink tubing was coming off of the pulse wires, causing a short with components on the distribution node pca board. The root cause for the dislodged shrink tubing could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.